Manufacturer narrative:
On 09/16/2019 - we requested from the consumer to return the product for investigation. To date, we have not received the product.

Event description:
On (B)(6) 2019 - the consumer claims that the product burned and caused blisters on her back. Medical attention was not received.